Event description:
Asr revision scheduled for (B)(6) 2014. Surgeon has noted that as this is a bilateral patient the revision date may change for the second hip dependant on time available in surgery. Asr xl, right. Reason(s) for revision: from the medical notes it has been deducted that "noise" is at least one reason for revision. The second might be high cobalt value of 23. Patient also has some pains after strain. Bilateral patient - see (B)(4) for the left side. Update 10 dec 2014 - scf and update claimsuite received. Confirmed surgery took place on 4 dec 2014. Added additional surgeon (B)(6) and alval / soft tissue reaction as reasons for revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.